Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: e1: reporters state: (B)(6). H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H3, h4, h6: a review of the device history records has been requested. H11: d4: lot number provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history records review was completed for part: 391.201, lot: p318856. Supplier: rti surgical, release to warehouse date: aug 02, 2018. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: product investigation was completed. Upon visual inspection, nothing was found broken off the device. Hence, the complaint is not confirmed. However, one of the chuck jaws was sticking and becoming caught up. Following device lubrication, the tension-ER passed functional inspection, with measurements of 42.0,43.2 and 41.8 kg. As the issue was determined to be related to the tensioner, dimensional inspection for this cable lock was not applicable. Once lubricated, the device was found to function as intended. The reported condition was not confirmed. We cannot determine a root cause for why the customer experienced the reported problem. A manufacturing root cause could not be established with the information obtained. Further root cause analysis will not be performed at this time. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an unknown surgery, the new purchased cable tensioner got broken at the first use. Another device was successfully used to complete the procedure. It was unknown if there was a surgical delay due to the reported event. There was no damage to the patient. The patient outcome was unknown. This report is for one (1) cable tensioner. This is report 1 of 1 for (B)(4).